Event description:
It was reported during laparoscopic hysterectomy "vcare broke in pt during procedure. Tip broke off, green part broke off also. Parts were retrieved from patient." It also was reported that there was no pt injury.

Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch 1320894-2008-00089. The device is being returned to MFR; however, has not been rec'd to date. When device is rec'd and a quality engineering evaluation is completed, a supplemental report will be filed.